Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported intermittent lock up failure. Physio completed other repairs due to event codes in the memory and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the lock up failure could not be determined.

Event description:
It was reported that the device would intermittently lock up. There was no patient use associated with the event.